Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ syringe was damaged. The following information was provided by the initial reporter: there was no pressure on the piston during the treatment of the patient and no fluid could be drawn out.

Event description:
It was reported that unspecified bd¿ syringe was damaged. The following information was provided by the initial reporter: there was no pressure on the piston during the treatment of the patient and no fluid could be drawn out.

Manufacturer narrative:
Correction: after further review, it was determined that this was not a reportable event. This complaint is not MDR reportable and therefore MDR is void.